Event description:
The user discovered questionable hemoglobin a1c generation 2 results when on (B)(6) 2012 some doctors asked the laboratory to repeat samples. Of the data provided for 1433 samples, the results for 61 patient samples were discrepant. All results are in %. Patient sample 1 initial result was 5.8, repeat results on (B)(6) 2012 were 7.8 and 8.0. The following samples were tested on (B)(6) 2012 and repeated on (B)(6) 2012. Patient sample 2 initial result was 5.2, repeat results were 8.4 and 8.6. Patient sample 3 initial result was 7.0, repeat results were 10.0 and 9.9. Patient sample 4 initial result was 6.7, repeat results were 9.4, 9.5 and 10.7 with a data flag. Patient sample 5 initial result was 4.8, repeat results were 7.4 and 7.1. Patient sample 6 initial result was 4.2, repeat results were 6.8 and 6.7. Patient sample 7 initial result was 4.0, repeat results were 6.4 and 6.4. Patient sample 8 initial result was 4.5, repeat results were 6.8 and 7.0. Patient sample 9 initial result was 4.5, repeat results were 6.8 and 6.9. Patient sample 10 initial result was 3.7, repeat results were 5.9 and 6.0. Patient sample 11 initial result was 4.2, repeat results were 6.4 and 6.4. Patient sample 12 initial result was 4.4, repeat results were 6.6 and 6.6. Patient sample 13 initial result was 4.3, repeat results were 6.4 and 6.4. Patient sample 14 initial result was 3.7, repeat results were 5.8 and 5.8. Patient sample 15 initial result was 3.7, repeat results were 5.8 and 5.9. Patient sample 16 initial result was 4.2, repeat results were 6.2 and 6.1. Patient sample 17 initial result was 4.5, repeat results were 6.5 and 6.4. Patient sample 18 initial result was 4.1, repeat results were 6.1, 5.8 and 6.7 with a data flag. Patient sample 19 initial result was 4.1, repeat results were 6.1 and 6.2. Patient sample 20 initial result was 3.8, repeat results were 5.7 and 5.7. Patient sample 21 initial result was 4.1, repeat results were 6.0 and 6.0. Patient sample 22 initial result was 4.4, repeat results were 6.3 and 6.3. Patient sample 23 initial result was 4.1, repeat results were 6.0 and 6.0. Patient sample 24 initial result was 4.1, repeat results were 6.0 and 6.0. Patient sample 25 initial result was 9.0, repeat results were 10.8 and 10.6. Patient sample 26 initial result was 5.0, repeat results were 6.8 and 6.7. Patient sample 27 initial result was 4.6, repeat results were 6.4 and 6.3. Patient sample 28 initial result was 4.0, repeat results were 5.8 and 5.7. Patient sample 29 initial result was 3.9, repeat results were 5.7 and 5.4. Patient sample 30 initial result was 3.8, repeat results were 5.6 and 5.6. Patient sample 31 initial result was 3.8, repeat results were 5.6 and 5.6. Patient sample 32 initial result was 7.4, repeat results were 9.2 and 9.4. Patient sample 33 initial result was 5.5, repeat results were 7.2 and 7.1. Patient sample 34 initial result was 4.0, repeat results were 5.7 and 5.8. Patient sample 35 initial result was 3.8, repeat results were 5.5 and 5.4. Patient sample 36 initial result was 3.8, repeat results were 5.5 and 5.5. Patient sample 37 initial result was 4.1, repeat results were 5.8 and 6.0. Patient sample 39 initial result was 3.9, repeat results were 5.6 and 5.7. Patient sample 39 initial result was 5.4, repeat results were 7.1 and 7.0. Patient sample 40 initial result was 4.1, repeat results were 5.8 and 5.9. Patient sample 41 initial result was 3.9, repeat results were 5.6 and 5.5. Patient sample 42 initial result was 4.3, repeat results were 5.9 and 5.9. Patient sample 43 initial result was 4.7, repeat results were 6.3 and 6.4. Patient sample 44 initial result was 4.8, repeat results were 6.4 and 6.2. Patient sample 45 initial result was 5.5, repeat results were 7.1, 6.7 and 5.4 with a data flag. Patient sample 46 initial result was 3.9, repeat results were 5.5 and 5.6. Patient sample 47 initial result was 4.2, repeat results were 5.8 and 6.0. Patient sample 48 initial result was 4.1, repeat results were 5.7 and 5.8. Patient sample 49 initial result was 7.3, repeat results were 5.7 and 5.9. Patient sample 50 initial result was 6.6, repeat results were 5.0 and 5.2. Patient sample 51 initial result was 7.7, repeat results were 6.0 and 6.0. Patient sample 52 initial result was 7.5, repeat results were 5.7 and 5.6. Patient sample 53 initial result was 7.5, repeat results were 5.7 and 6.1. Patient sample 54 initial result was 7.6, repeat results were 5.8 and 5.8. Patient sample 55 initial result was 7.5, repeat results were 5.5 and 5.5. Patient sample 56 initial result was 8.5, repeat results were 5.7 and 5.6. Patient sample 57 initial result was 9.3, repeat results were 5.9, 5.6 and 4.9 with a data flag. The following samples were initially tested and repeated on (B)(6) 2012. Patient sample 58 initial result was 4.5, repeat results were 7.1 and 7.0. Patient sample 59 initial result was 3.5, repeat results were 5.3 and 5.3. Patient sample 60 initial result was 3.9, repeat results were 5.5 and 5.5. Patient sample 61 initial result was 4.0, repeat results were 5.6 and 5.5. The initial results were reported outside the laboratory. Corrective reports were issued for all patient samples. The user was not aware of any patients being adversely affected. The hemoglobin a1c reagent lot number was 65071701 with an expiration date of 02/28/2013. The field service representative determined the issue was with the measurement system due to an aged absorbance lamp (abs) and sample probes. He determined st1 and st2 showed great variation between the transfer arms, so he replaced both sample probes. He also noted the abs lamp has not been replaced since installation in (B)(6) 2011. He replaced the abs lamp and configured the maintenance schedule to prompt replacement every 800 hours. He cleaned the wash stations and confirmed the valve function of the transfer heads and pipette module. He checked the system pressure, inspected the pressure container for contamination, confirmed the cleaner solution dispense and checked the level detection frequencies. He adjusted the rotor light barrier and ran a check test with all parameters within specifications. He observed proper analyzer function during the check test and the customer ran qc with all results in range.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.